Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-oct-2025, UDI#: (B)(4), h3 ¿ analysis of the communicator found ¿burnt l3 on charge board.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient's representative reported that the patient's communicator was not working at all. The caller stated that they talked to the person who did refills at the doctor¿s office and were told to call in to patient services. Per the caller, the communicator had been plugged in all night, but there was no indicator light on it. The caller confirmed the cord was not loose, wiggly, or falling out. The caller mentioned the patient went to the doctor's office last week and they tried a different cord and outlet, but that did not resolve the issue either. The caller confirmed the event date was 'last week.' The caller stated the patient was in a lot of pain due to the inability to bolus. A replacement communicator was requested from the repair department.